Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor and electrical control unit of the battery reamer/ drill device were damaged and would not run. It was further observed that the trigger was sticky, and coupling was worn and had a cosmetic damage. It was further determined that the device failed pretest for check the attachment coupling, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.